Event description:
It was reported that since reducing the medication (not specified), the patient began having depressive thoughts. The depression became severe and the patient was hospitalized. The patient was started on antidepressive therapy. The event was related to stimulation, medication, and a pre-existing/underlying condition. The serious adverse event was ongoing. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the staff.